Manufacturer narrative:
The event date listed is reflective of the time zone of the country of the event. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery could not be charged. A replacement wall charger and usb cable were sent to the customer to resolve the issue. Customers blood glucose level was not impacted.